Manufacturer narrative:
Date of initial report: (B)(6) 2017. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found arcing damage on jaw seal plate and the overmold plastic on side of jaw is partially melted and missing. The customer reported device did not activate. The reported condition was confirmed. The device continuously generated a regrasp alarm and a seal cycle could not be completed. The investigation found slight scratches on the back of the jaw and arcing damage to the seal plate. The overmold plastic was partially melted with missing plastic. The damage to the ligasure jaw and melting of the overmold plastic is consistent to grasping a metal object during activation. The investigation identified the root cause of the reported event to be user mishandling of the device. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was an activation issue on the device as the activation button stopped working in the case. There was no patient injury. Upon receipt of the device for investigation it was noted that the jaw was melted and a piece was missing. The surgeon confirmed nothing was left in the patient.